Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7073020.

Event description:
It was reported that the patients lead had impedances all over. The patient underwent a lead replacement procedure.

Event description:
It was reported that the patients lead had impedances all over. The patient underwent lead replacement procedure. Additional information received that the patient experienced inadequate stimulation and the patient was doing well postoperatively.

Manufacturer narrative:
Sc-2317-70. Sn: (B)(6). The returned lead was analyzed and revealed that it was severed approximately 24.5 centimeters from the distal end. This was a result of a typical explant procedure. However, visual inspection revealed silicone overmold cuts along the lead, and a pinch on the lead was observed near the proximal end of the clik anchor. With all the available information, boston scientific concludes that impedances all over the lead was confirmed. The x-ray examination confirmed that all the electrode wires were fractured at the pinch location. The pinch on the lead was likely caused by suturing directly onto the lead.

Event description:
It was reported that the patients lead had impedances all over. The patient underwent lead replacement procedure. Additional information received that the patient experienced inadequate stimulation and the patient was doing well postoperatively.